Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event., correspondingly, at the moment of the operations were performed. According to the device analysis performed in the laboratory, there was observed hair on the surface of the device. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. The issue with hair on the surface of the device will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "found a hair." Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "found a hair." Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: review of DHR did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell did not identify any deviations, errors, omissions or non-conformances that may be associated to the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Review of work order and the event "hair/fiber on implant" did not identify any ncs, or CAPA associated with this information. Device evaluation: visual analysis of the returned device identified deformation, device appearance, creases flat, cloudiness in the gel observed after autoclave cycle, and observed a hair on the surface of the device defect (pt) it is out of specification by (B)(4) and weight to the spec. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was a hair on the surface of the device evaluated as workmanship.

Event description:
Healthcare professional reported "found a hair." Surgery was completed with a back-up device.